Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause and treatment were unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital. The patient has recovered from the event ten days after the event onset. Pd therapy was discontinued and the patient was switched to hemodialysis (thrice a week). No additional information is available.